Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited low pacing impedance and noise oversensing. No intervention was performed, the physician elected to continue monitoring the patient. The patient was stable in condition.